Event description:
Lead product analysis (pa) was completed. Continuity checks of the returned lead portions found no discontinuities; however, a low impedance condition was identified, which could potentially contribute to the ¿short circuit condition.¿ visual analysis found abraded openings on inner tubes adjacent to each other, and the exposed conductive coils at those locations could have contributed to the alleged short circuit condition. Apart from this, the condition of the returned lead was consistent with those typical of explanted leads. The coils were found to be outside of the inner tubing and were stretched, tangled, and twisted, consistent with manipulation during explant. Setscrew marks on the connector pin indicate that at one time good electrical and mechanical connection was present between the generator and lead. No other obvious anomalies were identified in the returned lead portions. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, a complete evaluation could not be performed on the entire lead product. No additional relevant information has been received to date.

Event description:
The explanted generator and lead were received by the manufacturer for product analysis. Product analysis on the generator found no anomalies. Product analysis on the suspect device is still pending. No additional relevant information has been received to date.

Event description:
The patient underwent full revision surgery due to low impedance and prophylactic generator replacement. During pre-op, the diagnostics showed low impedance. The generator was replaced, and system diagnostics still showed low impedance. The surgeon then proceeded with a full revision surgery, replacing the leads as well. The old leads were cut near the electrode coils and removed, and a new lead was implanted. Diagnostics then showed ok impedance. The surgeon stated he could visualize a lead fracture inside the lead sheathing. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.